Event description:
Customer reported unexpected negative reactions when performing antibody screen testing with (capture-r ready-screen crrs 3), lot r059 on the echo. No adverse reactions occurred as a result of the unexpected positive reactions.

Manufacturer narrative:
Review of customer instrument result files shows a well score of 1 for cells I & ii of crrs(3), lot r059 resulting in a negative reaction. Well images show tightly defined red cell button with no red cell adherence. Well images visually appears negative. The reactivity of the d antigen was confirmed on retention crrs (3), lot r059 with anti-d. Customer did not return sample or product for further testing. Other text : not returned to manufacturer.